Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 3000mcg/ml at 2065.7mcg/day, bupivacaine 2.5mg/ml at 1.7214mg/day and clonidine 200mcg/ml at 137.71mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that a motor stall occurred and the patient experienced increased pain. The motor stall occurred on (B)(6) 2018 at 02:44. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Pump telemetry was performed which showed a motor stall occurred. The actions and interventions taken to resolve the issue was a pump replacement was scheduled on (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.